Event description:
Additional information received from the patient indicated that therapy did not work well for their bladder symptoms at night since implant on (B)(6) 2016. It seemed to work during the day. It was noted that the patient did feel stimulation. The patient mentioned that their legs would swell up at night and go away in morning, but this was occurring prior to implant. They confirmed that it had not worsened since implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was just implanted with their system on (B)(6) 2016. On the night of (B)(6) 2016, the therapy was not functioning properly and they were going through a lot of pads. The patient increased stimulation to resolve the issue and they were feeling stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received. Patient reported they had a loss of therapeutic effect due to battery being dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.